Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit did not power on under ac power. There was no patient or user harm reported.

Manufacturer narrative:
No patient information provided by the customer.